Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced ketoacidosis due to damage set. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer stated that infusion set damaged during insertion. Customer stated that they had multiple occasions when they insert the device as instructed, and when removing the needle it seems to get snagged and is difficult to remove. The insulin pump will not be returned for analysis.